Manufacturer narrative:
The reported issue was confirmed by the servicing technician with the left and right split nuts replaced as the cause for the error code 351.6740. The device was sent to the service depot by the customer for repair with the customer having noted npi (no patient involvement). The device was repaired and returned to the customer. No cad investigation was performed for this issue because the device was not returned to cad for an investigation. The repair included replacement of iui connectors as an incidental finding and they are not believed to have contributed to the reported incident. The service activity is recorded in sap file (B)(4) with the corresponding trackwise file being (B)(4). No further investigation of this issue is deemed necessary by (customer advocacy) cad department and the file may be closed based on these facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that the pump displayed error code 351.6740 while infusing on a patient. The nurse replaced the pump and restarted infusion. There was no patient harm.